Event description:
It was reported that the meter was not sending the reading over to the insulin pump. Customer received a message send failed. Customer has not used the insulin pump for a few weeks. The insulin pump alarms. The blood glucose reading is 258 mg/dl. During the doctor's appointment, the physician stated that the insulin pump was not delivering insulin correctly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.